Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of alarms not being audible was not confirmed as no product was returned for further analysis. The submitted log files captured intermittent low flow hazard alarms from (B)(6) 2024 12:17:31 ¿ (B)(6) 2024 08:51:02-08:58:21, due to the flow fluctuating below the alarm threshold. The alarms resolved each time when the flow was above the alarm threshold. There were no other notable events captured on the reported event date. The provided information indicated the low flow alarms were determined to be a patient related issue and not device related. Additional information indicated the system controller alarms have been audible since the reported event. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveals that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2017. The heartmate ii instruction for use (rev. C) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to clean the system controller. This section also instructs the user to regularly inspect the system controller¿s audio speakers for dirt or grease. The heartmate ii patient handbook (rev. C) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms that were not audible while connected to the power module. Low flows were due to the patient being prone for procedure. Patent had low mean arterial pressure due to positioning. Low flows resolved by turning patient back supine. Patient was asymptomatic and was sedated at the time of low flows. Log files were submitted for review and captured a few low flow events between 17nov2024 and 19nov2024. There did not appear to be any type of equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue. There were no other unusual events recorded in the log file event history. The equipment was operating as intended. Alarms were audible on the power module and system controller after the event. This was previously reported under the power module, MFR # 2916596-2024-07759.